Manufacturer narrative:
According to the information received, the patient experienced a deflation right breast implant. No product quality issues were reported for the left-sided device. This event is captured in manufacturer report number 1645337-2026-01605. Since no serial number was available on the returned devices, it was not possible to determine which device corresponded to the right side breast implant, therefore, both products were analyzed. The analysis for one device is being included in this report. This report has been drafted for the left sided device. Device evaluation summary: visual analysis of the returned device revealed that the breast implant had a tear at the patch. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
An unspecified saline breast prosthesis was received by the mentor analysis lab without a complaint in regard to the product quality or patient issues. As a result, the device was tested and determined to have a reportable failure mode.